Event description:
On (B)(6) 2011: customer reports via phone that during a retrograde cystoscopy, the system fluoro and table movement failed. Procedure was completed using endoscopy. No patient injuries to report.

Manufacturer narrative:
Field service engineer (fse) troubleshot report and found the splash crash switch assembly was rubbing on the splash crash cover. With a splash crash warning, the unit initiates a safety interlock to protect the equipment from crash damage. This resulted in the report of no fluoro and table movement. Fse adjusted splash crash switch assembly and verified proper operation using hut service checklist. The unit passed checkout procedures and was returned to full service by the customer.